Event description:
It was reported that the device quit spinning inside the patient. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in an unspecified location of the superficial femoral artery. While inside the patient's body, the device quit spinning after about 10 seconds of use. The device was removed from the patient's body and resumed spinning. The device was reinserted into the patient's body but quit spinning again. The procedure was completed with a balloon angioplasty. There were no complications and the patient is fine.